Event description:
Tha surgery was performed with s-rom mom on (B)(6) 2011, due to anomalies attributed to mom, the revision will be conducted on (B)(6) 2014. The samples are not available for evaluation for the revision has not yet performed. The detailed information will be provided after the revision. (B)(4) 2014 - update - see attached email description update: the mom related anomalies were diagnosed not because of the patient feeling pain or discomfort, but a pseudotumor was found on the CT scan. Due to the fact the revision was performed swiftly that the pseudotumor has not developed to masses. However, the surgeon identified the corrosion of the stem-neck that occurs almost every time. There are no information regarding metal ion levels, histology/pathology, MRI reports, ultrasound reports and clinical correspondence available.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds other reported incidents against the provided product and lot combinations since their release for distribution. Per procedure, the femoral head and metal insert are exempt from device history review. Review of provided patient x-ray found the quality was too poor to allow detailed analysis. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.